Manufacturer narrative:
The device was received for evaluation. The complaint of "damaged power cord. Sparks at the end" was investigated. The device was found with cut to the power cord. The device would not power on battery also. The power cord was replaced. The device showed battery disconnected alarm when powered on ac. The assembly (asm) battery was replaced and the change battery softkey was pressed. The pump then passed functional testing (pumping with no alarms). The customer complaint of "damaged power cord. Sparks at the end" was confirmed with a probable cause of power cord (damaged).

Manufacturer narrative:
The device was received for evaluation. The investigation has not been completed.

Event description:
The event involved a plum 360 infusion pump where it was reported that the pump presents a damaged power cord, sparks at the end, and it doesn't charge the battery. There was no patient involvement and no patient harm. No additional information was provided.